Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. However, a image was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure via the right internal jugular vein, the stent allegedly not deployed proximally. It was further reported that the stent allegedly got fractured a bit but was hanging. Reportedly, the stent was withdrawn but the small pieces of the stent still remained inside the patient's body and caused partial thrombosis. The current status of the patient is unknown.

Event description:
It was reported that during a stent placement procedure via the right internal jugular vein, the stent allegedly not deployed proximally. It was further reported that the stent allegedly got fractured a bit but was hanging. Reportedly, the stent was withdrawn but the small pieces of the stent still remained inside the patient's body and caused partial thrombosis. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: an x-ray image was provided which shows an incompletely deployed stent in the vessel with the more distal end of the stent in a curved state and the stent is elongated. The distal stent markers are visible. The proximal end of the stent is still undeployed. The stent delivery system was returned for evaluation with the completely deployed stent; one end of the stent is completely broken, detached and missing which is said to have remained inside the patient. The investigation leads to confirmed results for partial deployment, break, detachment and material deformation as seen on the provided photo. It was reported that a 10f introducer / 0.035" guidewire were used for access, the tracking vessel was neither tortuous nor calcified, the lesion was pre-dilated and the device was flushed before use. Based on evaluation of the provided photos and the evaluation of the returned sample, the investigation is closed with confirmed results for the reported issues. A definite root cause of the reported incident can not be identified. The intended placement of the device in the internal jugular vein represents an off-label use. Labeling review: in reviewing the relevant labeling for this product, it was found that the instructions for use sufficiently address the potential risk. With regards to patient anatomy, the instructions for use states "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit". Regarding accessories, the instructions for use states an "8 f (2.67 mm) or larger guiding catheter or 6 f (2.0 mm) or larger introducer sheath" and a "0.035 inch (0.89 mm) diameter guidewire". The instructions for use states, "pre-dilatation of the stricture is recommended. Selection of an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician". The instructions for use states "the e-luminexx vascular stent is indicated for the treatment of atherosclerotic lesions in the common and external iliac artery". H10: d4 (expiry date: 10/2025), g3, h6 (device). H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.